Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 395 mg/dl at the time of incident and the other blood glucose level was 600 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer declined to troubleshooting for low blood glucose level. Customer stated that the positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer did not receive a sensor updating sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will not be returned for analysis.